Event description:
The patient was admitted for a procedure in 2005, with a 90%, heavily calcified lesion in the mid circumflex. It was noted that the vessel was highly tortuous. The lesion was pre-dilated and a 2.5 x 28mm cypher stent was being delivered to the lesion. While advancing the cypher, it became stuck at the distal end of the proximal circumflex and would not advance any further. The physician removed the cypher from the patient's body, keeping the guiding catheter engaged, and visually confirmed that the distal struts of the stent were flared. A bare metal stent was used to complete the procedure. There was no patient injury reported.

Manufacturer narrative:
This foreign cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.